Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 526 mg/dl at the time of incident. The customer¿s other blood glucose was 503 mg/dl, 580 mg/dl and 100 mg/dl, 190 mg/dl and 196 mg/dl, 500 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump. The customer also report the insulin flow blocked alarm and customer states the insulin exited. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.